Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The review completed on the device history review (DHR) for this device confirmed that it met specification prior to release, and the most recent console inspection found it to be fully functional with no issues. According to the device instructions for use (IFU): the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber lens cracked after 10 minutes of use. Another fiber was used. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber lens cracked after 10 minutes of use. Another fiber was used. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.